Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an audio tone vibration issue with the pump. Reportedly after the pump was used in water it made a pulsing action. The pump also allegedly ticked when placed up to the ear. It was also noted when the pump turned on from sleep mode, the vibration intensity increased. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.